Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the surgeon was not trained on the product but elected to remove the band due to band slippage. When attempting to remove the port, the surgeon did not have a port applier, so two hemostats were used. When the surgeon could not remove the port, he cut the port out with a bovie. This was the patient's second band and had it approximately five months. The patient is okay.